Event description:
New equipment failed leakage current test out of box from manufacture. Aami standard is <300ua. Units measured 320ua, no ground / normal poliarity follow-up reveals: facility has been in contact with the manufacturer. The manufacturer representative is sending 2 units that were manufacturered prior to nov 2004 when they made their changes in specs. Facility has 7 units in their inventory that were purchased in 1998, all met a baseline of <200 ua (micro amps). Facility also has a manual from 1998 with their original spec of 100ua of leakage, the manual that came with these newer units states 500 ua of leakage. Their dispute with their complaint is the definition of "patient vacinity", facility's consider's every piece of equipment in facility's operating room as in the patient vacinity and thus have to meet the 300ua spec of aami. Not to mention the staff is in that environment also and facility very much want to keep them safe. I believe facility has them rethinking their interpretation of the aami standard and patient vacinity.